Event description:
A leak at the female connector of the transfer set due to damage by a connector was noted during evaluation of the sample.

Manufacturer narrative:
Evaluation summary: baxter failure investigation lab performed the analysis on the sample, which revealed the silicone tubing was not leaking, but rather a leak at the female connector of the transfer set due to damage by a connector. CAPA addresses the confirmed evaluation issue. CAPA was issued in response to an increased trend of povidone iodine leaking from the transfer set, female connector/minicap interface. The root cause of the issue was identified through product analysis to be the sleeved connector of the dianeal twinbag solution bags damaging the female connector of the transfer sets during connection. Design modifications to the dianeal twinbag solution bags have been implemented which increase the radius of the sleeved connector, preventing it from damaging the female connector of the transfer set during connection. Refer to CAPA for further detail. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.